Event description:
The reporter contacted animas on (B)(6) 2012 alleging that after the pump was worn while swimming, the pump began vibrating and beeping and had an hourglass displayed on the screen that did not go away. The reporter stated that when the battery was removed, there was no moisture noted in the battery compartment; however, there was moisture in the display lens. The reporter stated that a new battery was tried in the pump and there was no power to the pump. The reporter denied trauma or damage to the pump. The reporter further stated that the battery cap had been changed sometime in the past year and that it does tighten securely to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power loss remained unresolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display. On examination, the pump case was noted to be cracked near the top right corner of the display screen. The pump failed to power on for testing. Functionality testing could not be completed due to lack of power. A case leak was detected during leak testing. The pump was opened for investigation and revealed moisture damage to the printed circuit board.